Event description:
The customer observed higher than expected quality control results processed using vitros phyt slides on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected quality control results were obtained using the vitros clinical chemistry products phyt slides on a vitros 5600 integrated system. The investigation also determined that the event was due to the customer processing phyt quality control samples on an unverified calibration. Patient samples were not processed for phyt and there were no allegations of harm. The definitive root cause is user error.